Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower assembly and machine flow sensor were replaced to address the issue. There was an evidence of dust and dirt contamination. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board needs to be replaced to address the issue.